Manufacturer narrative:
During the rewind portion of the displacement test, the device returned a pump error 38. Per visual inspection found traces of corrosion on the home motor switch. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests due to pump error 38.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had insulin pump error. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.